Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient suffered urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, and urinary tract infections. The patient also underwent several revisional surgeries. All other information is unknown.